Manufacturer narrative:
The ticket searches determined increased complaint activity for the likely cause lot for the issue under review but no adverse trend was identified. Labeling was reviewed which adequately addresses the current issue. Testing was performed using an in-house retain kit and all specifications were met indicating the lot is preforming acceptably. A review of the product quality history for the lot number using search of the corrective and preventive actions system did not identify issues associated with the customer observation. Historical performance in the field of reagent lots using world wide data was evaluated. The patient median result for lot 92575ui00 is comparable with all other lots in the field within established baselines. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect total bhcg (74.87 miu/ml) on a patient who had another blood draw the same day with a negative result. A third blood draw occurred again with a negative architect total bhcg result. No specific patient information was provided. No impact to patient management was reported.